Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a catheter ablation was performed on (B)(6) 2018 since the patient had atrial fibrillation. The pacemaker was programmed in safer-r mode (basic heart rate 50 min-1, max rate 130 min-1). During this procedure, atrial oversensing was observed, which triggered fallback mode switch operation, as expected. At the end of the procedure, the pacemaker did not return to safer-r mode: ventricular loss of capture was observed, leading to a heart rate of 20 bpm. Some time after the end of the procedure, normal pacemaker operation was restored. After the procedure, a pacemaker check did not show any anomaly: no noise, normal threshold, impedance and p/r-wave values were observed in both channels.